Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 22 mg/dl. The patient mentioned that they passed out, slurring words and that their left ankle was swollen. The patient was treated with IV(intravenous) fluids and oral glucose by the ems (emergency medical service) then at the hospital they received more IV fluids and oral glucose. The patient was released four days later.